Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred before issue began. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to reset pump using instructions from technical support but was unable to complete reset during call, and was advised to call back if malfunction code appeared again, which customer acknowledged and understood.